Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a low blood glucose value of 45 mg/dl at the time of the incident. The customer treated with 3 glucose tablets and milk. Troubleshooting was not performed. The device will be replaced and returned.

Manufacturer narrative:
No device problem found. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test.